Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, but the exact mechanism of damage could not be determined. One groshong 5 fr d/l nxt PICC was returned for investigation. The PICC was received with a statlock stabilization device attached to the wings. The paper backing had been removed from the statlock foam pad, which indicates that the device was used. Non-vad injection caps had been attached to the connectors. A functional test revealed a leak between the 49 and 50 cm depth marks when the proximal (red) lumen was flushed. The leak site was microscopically examined. A breach in the circumferential direction, which was less than ½ mm in length, was observed in the tubing. The catheter was dissected and the damage observed within the lumen was greater than what was observed on the external surface of the catheter. A ½ mm x ½ mm cross-shaped breach was observed on the inner lumen wall. The edges of the breached tubing were sharp. It appeared that the catheter was damaged from an internal source. A review of the manufacturing records showed that this product is 100% leak tested. Due to the condition of the returned sample, it is possible that the catheter was damaged during use; however, the exact cause of the breach could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter part which was outside the patient¿s body was damaged. There was no reported patient injury. On 06/18/19 - during sample evaluation functional test revealed a leak between the 49 and 50 cm depth marks when the proximal (red) lumen was flushed.